Event description:
It was reported that during use, the plunger separated from the barrel and leaked with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306547, batch no.:. It was reported that the plunger unscrewed and popped out of the barrel of the syringe. (1 of 2) additional information provided by initial reporter: 1. I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. 2. I had two flushes that when flushing a pt saline came out of the back.

Manufacturer narrative:
H.6. Investigation summary: one sample was received. The sample has the plunger stopper at 1ml. It has the tip cap and solution in it. The barrel label confirms the lot# 9064511. Failure mode is verified, however, the posiflush sp syringes are designed to flush the IV lines not to draw lab blood samples. This is considered to be off label use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the plunger separated from the barrel and leaked with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no.: 306547. It was reported that the plunger unscrewed and popped out of the barrel of the syringe. (1 of 2): additional information provided by initial reporter: I was pulsatile flushing a PICC line with a 10ml ns syringe when the syringe seal failed. The rubber plunger dislodged from the syringe, spraying ns and compromising the closed system. This incident has happened multiple times to me and other staff members. I had two flushes that when flushing a pt saline came out of the back.